Manufacturer narrative:
D4. Concomitant product UDI for pump and cylinders is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of edema, pain, discomfort are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced leg edema, discomfort, and pain at the reservoir site. During consultation, it was discovered that the reservoir had been incorrectly positioned and was pressing against the iliac vein, resulting in the patients symptoms. As a result, the reservoir was explanted and replaced. No further patient complications were reported.